Manufacturer narrative:
Device not cleared in us, but similar device is available. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported the following event: the patient was having a thyroidectomy due to thyroid papillary carcinoma with right neck metastasis. Prior to the surgery, the patient's right recurrent laryngeal nerve (rln) was injured and had no function. After a difficult intubation, the emg signal was not working at the left rln; checked the signal of vagus nerve and it responded intermittently. It obviously delayed the surgery. However, the left rln seemed intact after the operation. Because of the difficulty when intubating, the anesthesiologist decided not to remove the emg endotracheal tube and no change to normal endotracheal tube after the procedure. The patient was transferred to surgical intensive care unit (sicu) for observation of the left side vocal fold movement. Six days after the surgery. The physician at the sicu found that there was an issue pumping air into the tube. An x-ray was performed, it indicated that there was some wire falling below the tube in the trachea. Due to dislodged of the wire in endotracheal tube and obstructed the tube; airway obstruction was an emergency for the patient. The dislodged wire was also confirmed by flexible endoscopy. The surgeon decided to change the endotracheal tube under rigid laryngoscopy and bronchoscopy guidance emergently. During the operation, the surgeon found it was edematous over the larynx. The patient was hesitated about tracheostomy at the time. The patient was transferred back to sicu. A chest surgeon did bronchoscopy and reported edematous larynx and difficult to assess the movement of left side vocal fold about 3 days later. After discussion with patient and family, patient received tracheostomy to secure airway and transferred to general ward after tracheostomy. In the general ward, we found that the movement of left vocal fold was intact. The patient was discharged later and arrange post-operation I-131 therapy in the following days. At this time, ¿the patient is still under tracheostomy tube and trying to remove the tube; the movement of left vocal fold is intact, this patient can speak and swallow.¿

Manufacturer narrative:
Analysis found the below: ¿ reinforcement wire spring: the encapsulated reinforcement wire spring was dislodged from where it seated position between 3-1/4¿ and 5-7/8¿ from the proximal end. The portion of the reinforcement wire that was dislodged was pushed distally up to the murphy eye. Although the reinforcement wire was dislodged, it did not become detached from the remainder of the assembly. The customer indicated they had a ¿difficult intubation¿. There was no allegation of a defect prior to intubation and the extent of the damage would have been immediately noticeable. The instructions for use warns ¿avoid insertion of a suction tube or stylet in a tube that has been distorted by biting or other forces. This may further damage the tube and block the airway.¿; ¿proper sizing, intubation and extubation should be in accordance with accepted medical techniques and expert clinical judgment.¿; ¿lubricate cuff with an aqueous lubricant for intubation.¿ ¿ clear shrink band: a clear shrink band is used to secure the electrode wire to the main tube. The shrink band was missing from the returned device which resulted in the blue electrode wires to be pulled out of place proximally by 2-1/8¿ and the red 1-1/2¿. There was no allegation of a defect prior to use and the missing component would have been immediately noticeable. Although not likely a contributor to the reported event, the blue printing on the main tube showed the 20cm mark almost worn off. Adjacent printing showed only minor wear. ¿ electrically: as clarification to the reported event, the blue electrodes are designated as the left side vocalis, and the red is the right vocalis. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows - red = 3.3 ohms, red with clear band = 3.3 ohms, blue = 3.6 ohms, and blue with clear band = 3.6 ohms [all readings are within specification]. There were no shorts between circuits and no intermittent behavior while manipulating connections. ¿ instructions for use / user¿s guide statements and warnings identify multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation. Baseline electrical activity may vary from patient to patient and during the course of an individual procedure: insertion and placement of the red/white and green electrodes, anesthetics on the vocal cords, suppress neuroelectrical activity from deep anesthesia neuromuscular fatigue, and the size / position of the tube reducing contact with the vocal cords including displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. ¿ there was no damage or anomalies in the construction of the cuff or inflation assembly. The cuff was fully deflated and then inflated with 15cc of air with no leak or obstruction (the was performed 5 times with no issue). As secondary verification, the cuff was inflated and submerged in water with no bubbles present, no leak. ¿ dimensionally: the inside diameter is required to be 7.0mm / +-0.20mm but it was distorted by the damage to the reinforcement wire however the average diameter measured in tolerance (approximately 6.9mm. The minor outside diameter is a reference dimension of 10.24mm and the actual measurement was approximately 10.4mm. There is no dimension for the overall length however the actual measurement was 12.81¿ and by extrapolation of the stack up dimensions and tolerances, it is in specification. ¿ orientation of features: visually, the die cut angle at the distal end was on the opposite side as the murphy eye as required by the drawing. The printing was on the opposite side of the inflation assembly and lumen as required by the drawing. ¿ manufacturing instructions related to the observed damage: production is required to ¿visually ensure that the emg tube is free of obvious damage such as holes, damaged lumens or irregular spacing or bunching of reinforcement wires¿ and ¿visually ensure heat shrink band has a tight and smooth finish over the emg tube, and that no holes, discoloration, tears or splits of the heat shrink band are present¿ the extent of the damage to the reinforcement wire and missing shrink band would have been immediately noticeable by production. ¿ the customer indicated they ¿decided not to remove the emg endotracheal tube and no change to normal endotracheal tube after the procedure¿. The instructions for use indicate the device is for [intraoperative] use. If information is provided in the future, a supplemental report will be issued.